Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when trying to take the cap off of a bd ultrasafe passive¿ x-series needle guard syringe, the plunger came out and medication leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: the identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.